Event description:
Additional information reported that there were no evidence of a gastrointestinal bleeding (gi) based on enteroscopy findings. The patient experienced shortness of breath, hemoglobin of 7.6 g/dl (baseline 10 g/dl), and melena on exam. 1 unit of blood was transfused, and hemoglobin returned to mid 9¿s and remained stable. The reported bleeding stopped, hemoglobin stable, and patient started on pantoprazole. No additional information reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Investigation summary the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the reported bleeding has resolved with a stop date of (B)(6) 2020.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient presented with hemoglobin of 7.5 g/dl on admission from baseline around 9 g/dl. There was a reported melena after 1 week of the patient taking large doses of nonsteroidal anti-inflammatory drug (nsaid) secondary to joint pain. There was a noted elevated above 6 international normalized ratio (inr) week ago. The patient was transfused with 2 units of packed red blood cells (prbc). On admission gastrointestinal bleeding (gi) consulted and plan is to push for endoscopy when inr is appropriate. The goal is to keep hemoglobin above 7 g/dl. No additional information reported.